Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, patient was taken to the operating room for a right knee manipulation under anesthesia to address adhesive capsulitis/arthrofibrosis. The patient reportedly had range of motion from 10 degrees in complete extension to only 20 degrees of flexion. The surgeon indicated that over the course of approximately ten minutes, pressure was applied first in extension, and then in flexion to achieve a final result of 0 degrees extension and 105 degrees of flexion.